Event description:
A data error alert was reported by the customer, occurring after the pump's ship date. Customer's blood glucose level was recorded at 370 mg/dl, which falls within the normal range. Technical support informed the customer that some history logs might have been erased, though therapy remained unaffected. The customer acknowledged this information and decided to continue using the pump for insulin therapy.